Event description:
It was reported that the procedure was to treat a 95% stenosed lesion in the mid circumflex artery with heavy tortuosity and heavy calcification. A perforation occurred which required use of a graftmaster stent. The 3.0 x 19 mm graftmaster stent delivery system (sds) was advanced, but could not cross to the perforation due to the anatomy. Force was applied and the proximal shaft kinked. During removal, resistance was noted with the anatomy again. A new graftmaster sds was used and the perforation was sealed successfully. The patient had a good outcome. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported kink was confirmed. The reported failure to cross and difficulty to remove could not be replicated in a testing environment as it was based on operational circumstances. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the device history record revealed no non-conformances for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. It should be noted that the rx graftmaster instructions for use (IFU) states that if resistance is encountered, do not force passage. Resistance may indicate damage to the device or movement of the stent on the balloon. In this case, the difficulty to remove was likely the result of the interaction with the anatomical conditions such that the application of force did not contribute to the reportable event. Further, hemorrhage is listed in the IFU, as potential adverse effect that may be associated with the use of jostent coronary stent graft procedures.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.